Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Mylife omnipod insulin management system ¿ user guide: model: ent450; 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
On (B)(6) 2018, the patient's blood glucose (bg) levels fluctuated between 21.1 (380 mg/dl) and 26.6 mmol/l (480 mg/dl) while wearing the pod on the hip/buttocks. Several correction boluses were administered but it did not decrease the patient's bg levels. The patient felt weak and had vomited several times. An ambulance was called and the patient was taken to the hospital. The pod then began to alarm as the doctor was assisting him. While at the hospital, the patient was treated with 34 units of insulin and he remained in intensive care until his bg levels stabilized. The patient was discharged 1.5 days later.

Manufacturer narrative:
Medical records were received regarding the hospitalization. The patient was hospitalized on (B)(6) 2018 and discharged (B)(6) 2018. The patient was diagnosed with diabetic ketoacidosis (dka), gastrointestinal infection, arterial hypertension, steatosis hepatis, pancreatic atrophy, mixed hyperlipidaemia, and phlebitis on the left antecubital fossa. When the patient arrived to the hospital his ph was acidic and he was hyperventilating to compensate. The patient¿s blood sugar levels were slowly normalized under continuous insulin administration via insulin perfusor. On (B)(6) 2018, insulin pump treatment resumed using a new pod filled with novorapid insulin. The patient's blood sugars continued to look favorable after pod placement. Prior to discharge, phlebitis was evident in the area of the left antecubital fossa. This was treated locally and keflex (cefalexin) 1000 mg was provided. Other medications provided for treatment included; thrombo asa (acetylsalicylic acid) 100 mg, atorvastatin 40mg, synjardy 5/1000 mg, halsey (cetylpyridium) lozenges, hypren (rampiril) 2.5 mg, pantip (pantoprazole) 40 mg, and resyl (guaifenesin) drops. The product was returned and the investigation found evidence of an occlusion alarm with a damaged cannula. A hole was found in the unexposed portion of the soft cannula, which resulted in a leak in the fluid path. If this leak was present during operation, it could result in the patient not receiving the programmed insulin dosage. However, the presence of an occlusion alarm requires a build-up of pressure that would have been vented by this leak. The investigation also found no corrosion or signs that fluid leaked into the device. It could not be determined when the tear in the soft cannula occurred or the cause of the increase in pulse widths that resulted in an occlusion alarm. Medical records received on (B)(6) 2018, updated; relevant test/laboratory data and with additional information.